Event description:
The complaint alleges that the aquapak does not screw on properly to the oxygen connector. A proper seal is not formed and there are no visible bubbles in the water. The condition of the pt is reported as fine.

Manufacturer narrative:
A review of the mfg event log shows there were no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in process qa inspections showed one nonconformity that has no impact on the quality issue reported. Non conforming material was sorted for a defect, re inspected, and found to be acceptable per internal specification. The device was not returned; therefore, the complaint could not be confirmed. If the sample is returned, a follow up report will be submitted with investigation results.